Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1315ml, indicating the home patient (hp) drained 1315ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. However, the cause could not be identified. If additional relevant information is obtained, then a follow-up report will be submitted.